Event description:
Report from the (B)(6) stating the device has hose damage. It is unk if injuries or medical intervention were reported. It is unk if there was a delay in surgery. No additional info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).